Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system was advanced into the left atrium when a pericardial effusion was noticed. The patient had a transient drop in blood pressure, but that recovered with medications. The patient was given protamine 40 mg to reverse anticoagulation and was tapped for a total of 50 ml of fluid. The patient did not have any further problems or complications and was discharged home two days post procedure following normal course of post procedure recovery.